Event description:
It was further reported that the patient was admitted to ccu (coronary care unit) for diuresis due to worsening chf (congestive heart failure) symptoms and had a consult for cellulitis. Medications were administered. Additionally, it was noted that the left ventricular (lv) lead had been plugged into the atrial port of the old device. At the patient's generator changeout the lv lead was now plugged into the lv port of the new device. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008; 5076-58 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported there was a left ventricular (lv) lead malfunction as testing showed that there was a ring fracture on the lv lead but the distal pacing electrode was functioning normally. It was noted that the lv lead exhibited high impedance. The lead remains in use as the physician elected not to insert a new lv lead since the distal electrode was functioning normally and the risks outweighed the benefits. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.